Manufacturer narrative:
Findings: unit alarmed a64 during self test due to faulty electrical component on the radio frequency board. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratched display window.

Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. Customer's blood glucose level was 286 mg/dl. Customer stated that the first time he had the alarm, he did not hear it. Customer heard the alarm the second time and was able to clear it. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.